Manufacturer narrative:
Visual inspection found both impeller blades were broken. A percutaneous coronary intervention (pci) guidewire was used to approach coronary arteries, the wire must pass the outflow cage, next to impeller blades. The root cause of the impeller blades breaking is due to the blades having interacted with an object during pci procedure. The guidewire interaction with impella could be the probable root cause but since the guidewire was not returned for evaluation, root cause couldn't be determined.

Event description:
The complainant reported a (B)(6) years old white male patient had impella cp pump inserted for cardiogenic shock (cgs). The pump was returned, visual evaluation found both of the impeller blades were broken.